Event description:
Additional information received from the manufacturer representative reported that the shocking and pain in the rectum occurred from (B)(6) 2014 until implantable neurostimulator (ins) replacement on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient had the device turned up too high which led to the shocking and pain. Stimulation was adjusted down.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v383049, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3093-28, lot # v383049, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient had shocks and pain in her rectum when having a bowel movement with her prior ins (stimulator). Event date was (B)(6) 2014. Patient said hcp(healthcare provider) had readjusted her probes and this had occurred since then. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.